Event description:
It was reported that multiple error codes: 1210, 1260 and 1261 were experienced. Needs clock battery. (Unknown/no patient injury). (B)(4) is cancelled: please see (B)(4).

Manufacturer narrative:
Additional information was received confirming there was no patient involvement, issue was found during testing.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found power lost while pump was on and clock battery was service due messages in the event history logs. Microprocessor unit board (clock battery was a part component of microprocessor unit board) was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.